Manufacturer narrative:
An investigation is in progress to determine the cause a return material authorization (RMA) was issued to request the fenestrated bipolar forceps instrument be returned to intuitive surgical, inc. (Isi) for evaluation. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the procedure started without any complications, when the surgeon started to retrieve the mioma so it could be morcellated, the instrument suffered because of the weight of the myoma and the surgeon didn¿t noticed until the tips were presented. The procedure had already ended with no complications. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the tip of the instrument was damaged. The instrument was inspected before the procedure. The surgeon was visualizing the myoma when the issue occurred. There were no collisions with any other instruments or arms and no fragment fell.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a severely bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.